Event description:
It was reported that two days post-implant, the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-pacing when the patient was standing up. Reprogramming was attempted; however, twos continued to be observed. A chest x-ray was performed with no abnormalities noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ddpb3d4 (serial: (B)(6)); product type: 0235-ICD; implant date: (B)(6) 2026; product ID 407652 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.